Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 51.9 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-16958. It was reported that the patient presented for a lead revision. Prior to the procedure, it was noted that the right ventricular lead exhibited a rapid increase in pacing impedance and high capture threshold. The lead was capped and replaced. The replacement lead also exhibited high pacing impedance when tested through the pacing systems analyzer. The lead was removed and successfully replaced with a new lead. The patient tolerated the procedure without any complication.